Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator began alarming low peak inspiratory pressure (pip) while on a patient. Furthermore, the patient was removed and transferred with a different ventilator, but there was no information for patient harm reported.

Manufacturer narrative:
Device evaluation:g3,g6,h2,h3,h6 and h10. Result of investigation: a vyaire field service representative(fsr) evaluated the device onsite and connected a pf300 giving it some time to warm up, the pf300 underwent the zero cal. The pf300 and vela were connected to a breathing circuit, and after 15 minutes of operation with the pre-configured settings, there were no alarms. Executed the operational verification procedure without any problems, and the device worked as intended by the manufacturer.